Event description:
Regarding a sling used in a sacral colpopexy procedure, a revision procedure was performed to trim the portion of the sling that had eroded through the vaginal wall. Eventually, the physician performed a procedure to remove the entire sling.